Event description:
Information was received indicating that a smiths medical medfusion pump exhibited motor rate and motor not running errors and had a physical damage. No adverse effects were reported.

Manufacturer narrative:
Other, other text: additional information: h6, h10. This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked and damaged on both front corners and the battery door was cracked. A review of the event history log (ehl) identified motor not running. During the functional testing the reported issue was able to be duplicated. The main board was found misaligned due to pump been dropped or mishandled by the customer. The root cause of the reported issues was is a result of the customer's impact to the device. Realigned the main board also cleaned and greased the whole motor assembly. Replaced top case and battery door. Performed preventative maintenance, and all functional testing., corrected data: d1.